Event description:
It was reported that the patient visited the hospital, complaining of chest pain, and right ventricular (rv) lead perforation was found. It was also reported that the patient encountered arrhythmia, and increased rv lead threshold was noted. The rv lead remains in use, and revision planned for a later time. It was further reported the rv lead revision was completed after providing a treatment for the perforated lead and implanting a new lead. The rv lead tip was observed when the chest was opened, and when the pericardium was cut, the lead popped out about 1 centimeter; nonetheless, no significant bleeding occurred. Physician planned to use the existing rv lead however, the lead could not be pushed due to severe adhesion near the superior vena cava (svc). The physician has commented that the problem lies in that the implantation site was located at the hinge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.